Event description:
It was reported that a small volume intermate was observed to have a black mark on the filter after compounding with an unspecified amount of flucloxacillin. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 22, 2014 to september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: address, fax number and phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.